Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. The pump had moisture damage noted on lcd board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 78 mg/dl. The customer stated that he received a button error and cannot deliver insulin. The customer stated that the pump was stuck in swimming trucks when he got out of the pool. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.